Event description:
It was reported that the patient had exposed wires on the driveline proximal to the modular cable and on the black power cable and the bend relief proximal to the system controller. The patient denied any alarms and no alarms were noted on interrogation. Rescue tape was applied. There were no unusual events recorded in the log file event history. The log files do not contain any evidence that the driveline or power lead damage had interfered with any mechanical circulatory support equipment operation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of exposed wires on the black power cable and the bend relief on the system controller (B)(6)) was unable to be confirmed. Log files were submitted to review and did not reveal any unusual events or alarms. The system appeared to function as intended. The system controller was not returned for testing. Additional information was received that the damage was continued to be covered with rescue tape. Alarms were to be monitored and if they were to persist, the controller would be exchanged. A root cause for the reported event could not be conclusively determined through this investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, document and the heartmate 3 patient handbook are currently available. Heartmate 3 IFU, section 8 - ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 - ¿caring for the equipment¿, explain how to properly maintain the integrity of the system controller. Section 10 of the patient handbook - ¿safety checklists¿, instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook caution users to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.